Event description:
It was reported that prior to starting a da vinci surgical procedure, the marlyland bipolar forceps instrument was removed from the sterile bag and it was noticed the jaws would not close. The instrument was not used in the case. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip was bent, causing a side to side misalignment of the grips. There was a .314 offset at the tip. The bent grip had separation of the yaw pulley and pulley cover at the glue joint indicating overloading. Electrical continuity testing was performed and passed. Failure analysis concluded the damage may be due to mishandling / misuse. An additional finding was various scratches on the distal end of the main tube exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found.